Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was confirmed. The cause for the pulse test failure was isolated to a damaged t3a transformer on the defibrillator board. The transformer solder joint was damaged. The root cause for the damaged solder joint could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functional testing) was confirmed. The monitor failed incoming pulse delivery testing at the distributor. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed incoming functional testing.